Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 68, pump error 49. The customer reported no adverse event. The event involved product mmt-1882. Troubleshooting was not performed. Customer reported recurring pump errors. No harm requiring medical intervention was reported. The product was requested for mmt-1882 and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Pump failed to boot up properly once installing aa battery, partial display was noted during visual inspection. The pump passed the displacement test, sleep current test, and active current test. The pump failed the self test due to partial display. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed 2 pump error 68 alarms on the event date of 03/09/2024 at 15:45:59.000 and 16:48:35.000. Pump alarmed 4 pump error 49 alarms on the event date of 15:45:59.000 to 16:50:27.000. Pump was cut open to perform visual inspection and found cracked glass on the lcd screen. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and keypad overlay texture damage. Pump error 68 and pump error 49 were not confirmed during testing. Partial display was confirmed during testing due to a cracked glass on the lcd screen. Moisture damage was confirmed found isolated to the battery tube medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.